Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-jun-2026, a sales representative reported via email that an ar-4020c-10 fastthread biocomposite interference screw (10 x 20 mm) and two ar-1370c biocomposite interference screws (7 mm x 23 mm) was associated with postoperative complications following a acl reconstruction. The patient developed symptoms on (B)(6) 2026. An MRI performed on the same date revealed a full-thickness acl tear with osteochondral damage to the lateral femoral condyle. On (B)(6) 2026, the patient underwent acl reconstruction with quadriceps tendon autograft, anterolateral ligament/posterolateral corner (all/plc) reconstruction with achilles tendon allograft, and osteochondral allograft to the lateral femoral condyle. At approximately three months postoperatively, on (B)(6) 2026, the patient presented with increased swelling and mild discomfort at the tibial incision site, with symptom onset reported on (B)(6) 2026. Aspiration of the knee joint yielded 8 ml of purulent fluid; cultures were obtained and demonstrated no growth. On (B)(6) 2026, a second procedure consisting of incision and drainage (I&d) was performed, and the tibial interference screw, ar-4020c-10 fastthread biocomposite interference screw (10 x 20 mm), was explanted. On (B)(6) 2026, a third procedure was performed due to issues involving the fibular and femoral screws associated with the plc reconstruction.